Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. High impedance and loss of capture were observed. Replacement of the rv lead was attempted but unsuccessful since the operator was unable to advance the lead from subclavian vein to the superior vena cava (svc). The old, fractured rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.